Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The pt was hospitalized on the same day for the event. Treatment was not reported. The cause of the peritonitis was unknown. At the time of this report, the peritonitis was not resolved, the pt was recovering from the event and dianeal therapies were ongoing.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13d30020, h13e31025, h13g08029, and h13j04064 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Should additional relevant information become available, a follow-up will be submitted.